Event description:
It was reported that prior to a routine pulse generator replacement procedure, reproducible noise and over sensing was seen on the atrial lead. During the procedure, insulation damage was noted. The physician opted to repair the lead. Electrical measurements were normal after repair.